Event description:
It was reported that during an unknown procedure, the device did not work. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary = the reported complaint "svo2 drifting" was not verified. An edwards electronic technician evaluated the optical module and determined "no functional fault found". The service history record was reviewed and all manufacturing requirements were met.

Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.